Event description:
Boston scientific received information that this patient was seen in early february for a flutter ablation procedure. At that time, the device was programmed to monitor only for the procedure. Approximately four days following the procedure, an alert was communicated through the remote monitoring system that the patient's device remained in this specific mode setting. The patient returned to the clinic the same day, and the device was reprogrammed to monitor + therapy. Although the patient experienced a faint shoulder ache due to the initial ablation procedure, no adverse patient effects were reported as a result of this mode setting change.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.